Event description:
This pt underwent a left total knee arthroplasty in 1997 and subsequent revision in 1998 at another facility. She presented with increasing pain in the left knee, she displayed an antalgic gait and required the use of a quad cane to assist with ambulation. Her symptoms were significantly increased with weight-bearing activities. A bone scan revealed possible loosening of the tibial component. The pt was admitted for revision of the left total knee. Intraoperatively, the tibial component was found to be loose. This was removed and replaced.